Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624. 014.g781vsqslhyi1. Hardware: sm-g781v. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s mother reported that the omnipod appeared to fail to deliver insulin properly, despite the absence of any device error messages. The patient was wearing the pod on the arm for longer than 48 hours. Despite administration of multiple insulin doses via the pod and supplemental manual injections (totaling approximately 9 units by injection), the patient¿s blood glucose levels remained above 400 mg/dl for approximately 14 hours. Reported symptoms included significantly elevated blood glucose levels, high ketones in urine, and frequent vomiting (approximately 20 episodes). Upon removal, the cannula was found to be kinked, and the patient reported that the cannula appeared pink in color, suggesting possible presence of blood at the site. The patient was diagnosed with dka. Treatment administered included an intravenous (IV) insulin drip, dextrose infusion, and saline fluid infusion. Additionally, the patient underwent white blood cell (wbc) testing to assess for infection, with no infection identified. The patient was discharged on (B)(6) 2026.